Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was able to be duplicated. The faults are indicative of slow responding auto-zero solenoids (s902, s903).

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and determined the most likely cause of the reported event is the main printed circuit board assembly (fsr). After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing. The suspect component was issued a return goods authorization for further evaluation and returned to carefusion's palm springs facility. Upon final investigation of the suspect component, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator, the unit displays motor fault alarms. The customer reported finding the ventilator in the closet that the respiratory department uses. The customer reported the ventilator stays inoperable. At this time, it is unknown whether or not there was any patient involvement associated with the event.